Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date due to high blood glucose. The customer's current blood glucose was 290 mg/dl. Customer stated they did not experienced symptoms related to high blood glucose. Troubleshooting was declined for high blood glucose. Auto mode feature was not used during the time of event. Customer had insulin delivery suspended due to sensor glucose and blood glucose. The insulin pump and sensor will not be returned for analysis.